Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The device was disposed of and will not be returned. Batch # unk.

Event description:
It was reported that during an anterior resection, the anvil could not be removed from the housing though the adjusting knob was rotated to the end. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that he might have released the safety and grasped the handle. No device will be returning.